Event description:
Boston scientific received information that this system did not provide pacing therapy to this patient when it was required. There was no pacing inhibition, pauses or adverse patient effects. A revision procedure was performed and this right ventricular lead and associated device were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.